Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2019 device evaluation: the device has been returned and evaluated by product analysis on 04-mar-2019 with the following findings: during investigation, the pump was returned with the battery compartment above and below the grip pad. The battery cap was also stripped and was unable to secure to power on the pump. A test battery cap was able secure and power up the pump. A 12 hour duration test was completed with a test cap with no power losses or rebooting duplicated. Unrelated to the original complaint, the display was dim and faded with a red hue. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.